Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose level. Customer blood glucose level was 28 mmol/l. Customer reported that they need to change sets to silhouette and reported that they had high blood glucose due to bad sets in use. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.